Event description:
It was reported that prior to use during set up, "the ECG was erratic on the screen. The patient was hemodynamically stable. Customer changed leads, changed cable and changed pump". No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "ECG was erratic" was confirmed upon investigation of the returned sample. The customer returned an ac3 in ternal ECG cable (p/n 33-3731-001) for investigation. The part was returned in a white cardboard shipping box (inp-1 through inp-2). Visual inspection of the internal ECG cable was performed (inp-3 through inp-5) and no abnormality was noted. The internal ECG cable was installed into a known good ac3 for functional testing. The pump was powered on successfully with no abnormality (anp-1). Pumping was initiated (anp-2). Each lead was tested with the patient simulator. Lead ii displayed correctly; however, leads I, iii, v, avr, avl, and avf did not display correctly and were flat lines. After manually selecting the ECG leads without signal outputs, the iabp properly issued an ECG trigger loss alarm (anp-3). No signal noise was noted in any signal. The iabp was left to run for over 30 minutes with no issues or alarms. The continuity test was performed on the cable and passed. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the missing ECG lead signals. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that prior to use during set up, "the ECG was erratic on the screen. The patient was hemodynamically stable. Customer changed leads, changed cable and changed pump". No patient involvement.

Event description:
It was reported that prior to use during set up, "the ECG was erratic on the screen. The patient was hemodynamically stable. Customer changed leads, changed cable and changed pump". No patient involvement.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.